Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported that insulin leaked from the reservoir unto the reservoir compartment. The o-rings were also missing. The insulin pump alarmed critical pump error. The leak was past the second o-ring. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.